Event description:
It was reported that during the procedure, the 3.5 x 18 mm xience v rx stent system was unable to cross to the target lesion. A 3.0 x 18 xience stent system was used to complete the procedure. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided. Return device analysis revealed that the stent implant was dislodged from the balloon and was not returned, there were crimp marks on the balloon between the markers, and the balloon was loosely folded. Additional information received indicates that the stent remained on the stent system after removal from patient anatomy. Cath lab staff are unsure where the stent is, but report that it is not in the patient anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical conditions were not reported, the failure to cross was likely related to circumstances of the procedure. Analysis of the returned stent delivery system (sds) noted blood in the guide wire lumen and on the balloon and contrast in the inflation lumen and on the shaft. This is consistent with preparation and insertion into the body. The tip length met manufacturing criteria. Multiple bends were noted throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The stent implant was dislodged from the balloon and was not returned. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was loosely folded, which likely occurred after the stent dislodgement. Follow-up information received confirmed that the stent remained on the stent delivery system after removal from the patient anatomy. Although the account is unsure where the stent is, it is not in the patient anatomy, thus, there is no indication of a product quality deficiency. It is possible that the stent dislodged during packing for shipment back to abbott vascular. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there have been no other incidents reported for stent retention issues for this lot. There are no lot specific product quality deficiencies. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. In addition, a quality control audit inspection is used to verify the product quality.